Event description:
This event was reported as deterioration of the valve through calcification and tearing documented by the pathologist. Additionally, fracture of the wireform was noted in two locations prior to explantation of the device.